Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker developed infection. This was already treated with antibiotics medication. Currently, the patient experienced burning pain on the inside closer to the sternum. Pacemaker still remains in service. No additional adverse patient effects were reported.